Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the reading on the sensor were not accurate. Customer's blood glucose was 40 mg/dl and sensor did not detect low. Event occurred around halloween and treated with candy. Customer's most recent blood glucose was 152 mg/dl. Customer's mother declined troubleshooting. No further information reported.